Manufacturer narrative:
A replacement power adapter was sent to the customer. The customer was sent a replacement power cord and requested the defective power cord be returned for eval. The defective power cord was received at medela on (B)(4) 2013. The product eval was unable to confirm customer reported problem; however, it had revealed a breached transformer housing, exposing inner electrical circuitry, which is a safety risk. In the f/u with the customer, she indicated that there was not a breach in the transformer housing. She pumps 3-5 times a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed noting unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.87 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.64 ohms, which is normal and indicates that the thermal fuse did not blow. Picture #1 - condition of the transformer housing.

Event description:
On (B)(6) 2013, customer reported pump will not power on with power adapter and sometimes power adapter gets hot after use (felt hot/smoked/produced electrical odor). On (B)(6) 2013, power adapter was received with a breached transformer housing.